Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned (B)(4) 2018 for evaluation. Performed visual test and passed. Performed pairing test and passed. Performed share log review and no issues related to customer complaint were found. The reported event of loss of connection was not confirmed. The probable root cause could not be determined. The problem is not confirmed because the share log contains nothing related to the customer complaint.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.